Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ IV administration set was blocked. The following information was provided by the initial reporter: the user reported that when utilizing the extension sites one is blocked and will not allow blood draw or flush and it appears as if the rubber plunger insert is bending to the side. This is a recurrent issue with this product.

Manufacturer narrative:
Investigation summary: no photo or product was returned by the customer. The customer complaint that the extension sites, one is "blocked" and will not allow blood draw or flush could not be replicated. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no sample was returned. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 1 bd alaris¿ IV administration set was blocked. The following information was provided by the initial reporter : the user reported that when utilizing the extension sites one is blocked and will not allow blood draw or flush and it appears as if the rubber plunger insert is bending to the side. This is a recurrent issue with this product.